Manufacturer narrative:
Please note that there is a typographical error in h10 of follow-up emdr 1, which addressed the correction of the date received by manufacturer date of the initial emdr. The statement should have read "date received by manufacturer of the initial emdr was incorrect, and should have been reported as 11-feb-2019."

Event description:
It was reported that during a preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered that the batteries failed the battery run time test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue replaced the batteries. The pm was completed and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
During preventive maintenance (pm) a getinge service territory manager (stm) discovered that the batteries failed the runtime test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Initial emdr: please note, the initial emdr was incorrect, and should have been reported as 21-feb-2019.) The full name of the event site is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered that the batteries failed the battery run time test. There was no patient involvement and no adverse event was reported.